Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the blade broke. It was not reported if any piece fell into the patient. It was not reported how the procedure was completed. No patient impact reported. Information provided are all the details known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.